Manufacturer narrative:
The reported complaint of a leaking cool line catheter (lot #80765) was confirmed during functional testing. A pinhole leak on the shaft was observed at 1cm away from the distal end of manifold. Visual inspection of the returned cool line catheter was performed and observed no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The returned catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed. Thus, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for cool line catheter with lot number 80765.

Event description:
During patient ivtm therapy for fever management, customer reported that the saline bag was empty after 2 hrs of dwell time. No saline fluid was observed on the floor, console or patient's bed. Customer suspected that the cool line heparin catheter (lot #80765) may have leaked. No other temperature management procedures performed. It was noted that the cool line catheter was inserted smoothly into the patient's left internal jugular vein. No known impact or consequence to patient information was available.